Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the original gastrectomy procedure was performed on (B)(6) 2016. On (B)(6) 2016, the patient had a reoperation for a hernia incisional. The doctor found suture in various segments and severed, causing the incisional hernia operation.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one suture. The visual inspection of the sample noted eighteen suture fragments and zero needles were received. A microscopic inspection of the sutures was performed; instrument marks were noted on the suture. A long scrape mark was noted which was consistent along several of the suture segments which serves as an indication that the instrumentation mark was present on the suture prior to fragmentation. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Replication of the reported condition may occur if the suture is handled roughly or an instrument is applied to the suture strand. Doing so may weaken the structural integrity of the strand, resulting in fraying and reduced tensile strength. It is recommended that the suture be grasped by the needle body. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
Additional information received from the account: the correct original date of procedure is 10 aug 2016, not 19 aug 2016. The suture was used directly from its original packaging and 2 minutes before the general closing. The patient is currently home.